Manufacturer narrative:
H.6. Investigation: ¿ 1 photo was received, unable to confirm the reported defect from the photo as it is not clear. ¿ 56 samples were returned for investigation (1 used sample, 8 samples with opened unit package and 47 representative samples. ¿ the samples are not decontaminated. ¿ the returned samples are subjected to visual inspection. 2 out of 56 samples were found with needle pierced through catheter. ¿ needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. ¿ CAPA#590840 had been initiated to address needle pierced through catheter issue. DHR was reviewed and no quality notification had been initiated for a similar non conformance.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found damaged before use. The following information was provided by the initial reporter: "tip damage".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found damaged before use. The following information was provided by the initial reporter: "tip damage."